Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding patients with implanted neurostimulators (ins). Manufacturer representative called in for guidelines for cautery and rf ablation. They asked if the cautery would cause the device to reset, then noted they had had patients whose devices had reset. They mentioned EKG. They reported they had zero information regarding these resets. No patient symptoms were reported.